Event description:
Reporter alleged the lancet needle will not retract in the multiclix lancet device. No accidental sticks were reported. Reporter stated lancet device was returned to pharmacy and that pharmacy replaced the device. Reporter disconnected the phone call without providing contact information or further details